Event description:
It was reported that a ongoing malfunction alarm occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 pro max / 2.4.2 / ios_16.3.1.